Event description:
It was reported that during a laparoscopic appendectomy procedure the first firing was fine. On the second firing the device was fired with a white load. The device closed, fired and opened fine. When the device was removed from the tissue some of the staples were formed and some were not formed. The unformed staples fell into the patient, but were retrieved. Another device was used to complete the case with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with two reloads present. In addition, several b-formed staples were received inside the device and a bag. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.